Event description:
A case was created to document the issue of a missing pump button reported by the customer. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.